Event description:
Nurse went to apply j-tip. States she applied j-tip appropriately and the lidocaine sprayed at lease 12 inches and splashed her in both eyes. Nurse was seen in associate health department. No negative sequelae noted to date from splash injury.

Manufacturer narrative:
Product problem type has never before been reported - over 4 million units distributed. Discussion with reporting nurse she stated it was a user error as well as medwatch report copied to manufacturer.